Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a certas valve was implanted in a (B)(6) female patient via v-p shunt on (B)(6) 2022 with setting 4. The initial pressure setting was set to level 4, but the symptoms did not improve. On (B)(6) 2022, shunt imaging was performed with no change in symptoms even though the level was lowered to 2. It was confirmed that the contrast medium flowed into the ventricular side, but that the contrast medium did not flow into the distal side from the valve. A patency check was performed using a reservoir, but obstruction on the distal side of the valve was suspected. The valve was removed and replaced on (B)(6) 2022.

Event description:
N/a.

Manufacturer narrative:
The certas valve was returned for evaluation. Failure analysis -the position of the cam when valve was received was at setting 2. The valve was visually inspected; no defects were noted. The valve was hydrated. The valve was leak tested and no leaks noted. The valve passed the test for programming, occlusion, reflux, siphon guard and pressure. No root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the issue reported by the customer could be due to biological debris and protein build up interfering with the valve mechanism, but at the time of investigation no occlusion issues were noted.